Event description:
Philips received a complaint by the customer on the v60 indicating that the error for proximal pressure sensor had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that a proximal pressure sensor error had occurred. A field service engineer (fse) went onsite to further investigate the issue. The v60 was able to be turned on with no issue and no indication of a proximal pressure sensor failure. The fse then checked the diagnostic report (drpt) and confirmed that there was an occurrence of the proximal pressure sensor failure. The fse inspected the flow sensor assembly and confirmed it was installed correctly. The fse noticed one of the pins was slightly off and the cable was not fully seated. The fse straightened out the pin, realigned the board, and then reseated the cable. The fse confirmed with the customer that the device was functioning properly. The fse replaced straightened out the pin, realigned the board, and reseated the cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.